Event description:
A consensus bipolar head/insert assembly was implanted by m.d. On 8/6/98. Approx 2 months post operatively, the pt fell down and dislocated the bipolar assembly from the acetabulum. A closed reduction of the implant was attempted without success. X-rays indicated that the 28mm femoral head disassociated from the bipolar assembly. Revision surgery was required in order to replace/relocate the hemi hip implant.